Event description:
It was reported that decreased sensing and low pacing impedance were observed on the right ventricular (rv) lead. Dislodgement was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The report events were lead dislodgement, r-wave amp variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The report events of r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.